Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 2 experienced a hardware failure. The rss status showed the es station as online. Attempts to recover and restart the system were performed, but the issue persisted. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 was failed. A field service engineer (fse) removed both door panel covers to access the internal components of the door and replaced the latch assembly for door number two. The fse then reinstalled both door panel covers and verified proper door functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.